Event description:
A customer reported that the pump battery would not charge. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to use a different wall outlet and try a different wall adapter and charging cable, but these steps did not resolve the issue. Technical support decided to replace the pump under warranty, and the customer planned to use multiple daily injections (mdi) as backup therapy. The customer was also instructed on how to put the pump into storage mode before returning it with a pre-paid label.